Event description:
Discordant results were obtained on patient samples tested for multiple assays on a dimension vista 500 instrument. The results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The corrected results were reported the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the sample aliquot and reagent probes for any types of damage, and none was found. The cse ran align and mix tests on all probes, replaced reagent probe 1 and performed another alignment test and a quick check, which passed. Quality controls were run, resulting within range. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.